Event description:
Dialysis (pd) therapy. On an unknown date, the patient was hospitalized for an unknown infection. The cause of the infection was not reported. The patient was treated with an unknown antibiotic that was administered intraperitoneally for one week. During hospitalization, the patient was switched to continuous ambulatory peritoneal dialysis therapy. The patient recovered from the infection and was discharged from the hospital. Subsequently, the patient resumed automated peritoneal dialysis therapy with the homechoice machine. No additional information is available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter hospitalization discharge date on (B)(6) 2014. This report involves a patient who experienced an infection in the context of peritoneal dialysis. Based on follow up regarding similar reports, the infection reported has a likely potential to be peritonitis. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).